Event description:
Additional information was provided on (B)(6) 2014 that indicated this event was not associated with an ams sling. This event involved another manufacturer's device. No additional details were provided.

Event description:
It was reported that the patient had an unspecified sling implanted and experienced erosion. An explant surgery was performed in (B)(6) 2013. Another continence device was implanted in (B)(6) 2014. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2013. The manufacturer and brand of the pelvic mesh product implanted is unknown.